Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve (B)(4) was implanted on unknown date via ventriculoperitoneal (vp) shunt. The valve was ripped in the lower silicone house, and the distal catheter was missing from the housing. The patient's symptoms were sufficient to warrant a shunt revision surgery. The valve was explanted and replaced on (B)(6) 2024 . No trauma from patient was reported that could have accounted for the valve damage. The patient is currently doing well.

Manufacturer narrative:
Updated fields:   d1, d2a, d4, d9, g3, g6, h2, h3, h6, h11. The certas plus valve (ID 828800pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; the peritoneal silicon was torn. The siphonguard is missing. Cut and tear marks were noted. The complaint was confirmed. Root cause analysis - the root cause for the ¿certas plus valve was ripped in the lower silicon house¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.